Event description:
The report indicated that the insertion needle did not retract into the pod after firing. In addition, the customer experienced a high bg reading (498 mg/dl) and stated that insulin could be smelled. The pod will not be returned for evaluation.

Manufacturer narrative:
The product will not be returned so no evaluation is possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible via the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.